Event description:
Information was received from a patient (pt) regarding an external device.  The reason for call was patient reported the they were r recharging the implant on saturday evening and the controller was charged up to 80-90% and the controller screen went blank and there is no power on the controller. Patient stated they removed the battery pack and plug the controller into the outlet and controller did not power on. Patient services (ps) assisted patient with resetting the controller, after resetting, the controller power on and recharging when plugged into the outlet with green light flashing. Controller shows ins red and controller 90% charged. Ps confirmed there is no visible damage on the controller port or battery pack compartment. Ps asked patient to inspect the recharger (rtm) for visible damage and patient said there is no visible damage on the rtm. Patient stated they received an exchange rtm, and since they received the rtm, the rtm never worked right, they don't get good or excellent. Ps confirmed with repair dept patient received new version rtm. Ps asked clarifying question regarding messages on the screen and patient said she cannot recall all the message but saw low battery message for the controller and controller was charged up. Ps asked patient to start recharging the ins and controller screen show the passive recharge screen. Ps reviewed the meaning of passive recharge. Patient stated controller show excellent recharging quality ins 30% and controller 80% charged. The issue was not resolved. An email was sent to the repair department to replace the controller device. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial (B)(6) . Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot (B)(6) ubd: , UDI#: (B)(4) .h3: analysis of the 97745 controller (B)(6). Revealed the unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. Was able to pair and communicate with test implant via wireless and activate and deactivate stim functions. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.